Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out due to eri, chronic high threshold in ra lead was observed. Lead revision was performed and lead remains implanted. The patient was stable before during and after the intra-operative generator change.